Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during initial hip surgery, while rasping, the surgeon realized that a part of the broach broke. He searched about 25-30 minutes to find the broken piece. There was only one piece that fell into the patients body and it was removed. No adverse events have been reported as a result of the malfunction. It was reported that no further information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was returned and evaluated against the complaint. Visual inspection found the rasp to be fracture around the threaded inserter hole. The coating is worn away from the tips of some of the teeth. Some of the teeth are nicked. The rasp is scratched near the etch. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the device is fractured as reported. Product not returned. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.